Event description:
I was using renu with moistureloc with my soft contact lenses. On 12-4-05 I experienced severe pain, tearing and sensitivity to light. I was treated in the emergency room. A follow visit was made to an ophthalmologist who prescribed a regimen of eye drops. On 12-7-05 I began experiencing blurred vision, I saw several specialists who could not diagnose the haze that had formed over each cornea. Medications were prescribed to reduce the haze. Medication was stopped on or about januray 19, 2006. Today I still experience blurred vision at times and have pain produced in the left eye. I am currently under care of a cornea specialist with flatter corneas in both eyes.